Manufacturer narrative:
The event occurred in (B)(4) federation while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information was provided, and the date of the event was (B)(6) 2015.

Event description:
Reporter stated the infusion device unexpectedly stopped delivering insulin. No adverse event was reported. The alleged product cannot be returned due to legal and custom issues.